Manufacturer narrative:
(B)(4). The device has been received. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection the port tubing was observed to be missing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the missing port tubing is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a gamma sterilized empty container (bag) port became detached while trying to remove the spike. This was noticed after infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.